Manufacturer narrative:
Taper ii. Resending medwatch to FDA on 04/08/2011 as a precaution as it is not positive this medwatch was sent to FDA on 03/08/2011 (medwatch sent to FDA on: 03/8/2011). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of this event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death, sepsis, and hematomen are surgical and physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. "Precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: incisional infection, infection, abnormal healing, edema, and wound infection."

Event description:
Allergan representative reported "patient died." No indication that the event was caused by the lap-band device. Follow-up findings: per the review of the patient's discharge summary, the patient "was found [approximately 2 weeks after the last surgery] on the floor (in her hospital room), with blood emesis" and while the medical staff provided care, the patient vomited blood again. Immediate resuscitation efforts were not effective and the patient died. The expiration summary lists the following principal diagnoses: intra-abdominal and intra-gastric hematoma and obesity. The secondary diagnoses: sepsis, hypertension, acute kidney injury, and anemia were listed. The patient had initially presented with abdominal pain and hypotension, and a lump "near around [the patient's] lap-band port site." Imaging (CT scans) had indicated a "large mass adjacent to the lesser curvature of stomach with air in it" and "the mass was suspicious for [an] infected hematoma and also [a] high attenuation of material noted in the pelvis suspicious for [a] hematoma". During the surgical procedures, the lap-band system "restricted device subcutaneous port" was removed. Allergan requested the return of the device for product analysis. Follow-up with the surgeon's office is in progress.